Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover exposing the foam of the mattress. A new mattress was delivered to the facility on 07/28/2014. This problem has been assigned to CAPA (B)(4), , and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer emailed stating they had a delaminated mattress.